Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the ok, up and down arrow keypad buttons were found to be intermittently; the contrast button responded appropriately. None of the keypad buttons were found to be auto-scrolling. During investigation, the keypad cover was removed and the down arrow and ok key contacts were found to be inverted. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.